Manufacturer narrative:
(B)(4). The device was returned for investigation. There was no defect detected on the returned device. The reported complaint could not be duplicated on the returned device.

Event description:
It was reported that during testing of a tracheal tube, the cuff would not fully deflate. It was also reported that when the cuff was inflated it looked asymmetrical. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).